Event description:
The procedure was performed with a peripheral infusion system and protege gps stent of the venous outflow right popliteal vein. The peripheral infusion system was used to capture clot in the iliac venous segment. After the clot was retrieved, there was may-thurner disease diagnosed in which a 14x80 protege gps stent was placed. The stent was placed in the common iliac vein. The protege stent deployment seemed perfect with no resistance. The protege gps stent catheter was then pulled out, leaving behind the distal end of the protege stent from proximal end of the deployment compartment behind in the body. A snare was used to retrieve the distal deployment section of the stent.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.